Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by a medical examiner that the customer passed away in a parking lot. The customer was hospitalized on (B)(6) 2019 but was dead on arrival. The cause of death was suspected to be from diabetic ketoacidosis due to the high ketone levels in the customer's urine. The caller stated the customer was in a parking lot inside a running car with all the doors closed, and the pump was detached from the body and inside a pocket. The caller stated that the customer had kidney disease and (B)(6) that may have led to the customer's passing. The customer¿s blood glucose was unknown at the time of death. The customer was not wearing the insulin pump at the time of death. The insulin pump had been disconnected within 24 hours prior to passing. The reporting party was unsure if the customer was using sensors. The customer had been visiting his brother and stated they were high, and went to the car to check their pump. There was a low reservoir alarm in the pump history on the day the customer passed. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was not in diabetes ketoacidosis at the time of death per the vitreous glucose level test the level was 40 mg/dl and no ketones present.